Event description:
My mentor silicone implants have made me very ill. I have too many symptoms to list. I've been to the ER, drs, etc., many times. I am constantly sick. I am having surgery on (B)(6) 2018 to have them removed along with the capsules.